Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled generator exchange procedure. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing noise resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable throughout the procedure.